Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation breached cut, apparent explant damage, and visual analysis performed only. (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. It was noted there was outer insulation cosmetic cut, outer insulation breached cut, apparent explant damage, and visual analysis performed only.

Event description:
An allegation from an attorney indicated the patient died approximately one month post implant of the right ventricular lead. Further review revealed that the defibrillator and right atrial lead were one month post implant as well. It was also noted the patient suffered extreme physical injury.